Event description:
It was reported via repair work order that an access door on the side rail was detached from the unit due to loose fasteners. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.